Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for a sinus tachycardia. The patient medication was changed. The patient condition after event was fine.